Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter?s investigation, the root cause of this report was disconnection of the supply bag. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm that occurred on the home choice (hc) during dwell 3 of 3. The hp stated she found that the final bag had disconnected. The hp confirmed she ended therapy. On (B)(6) 2011, product surveillance contacted the hp regarding the alarm. The hp stated the bag was discarded and the lot number was not given. The hp stated the bag was separated from the cassette. The hp stated she was using the bag with the luer connectors at the time of the alarm. The hp did follow up with her pd rn and no adverse event resulted from this incident. The hp stated she resumed therapy without any problems. No patient injury or medical intervention was reported.